Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the down arrow and ok keypad buttons were intermittently unresponsive. The patient reportedly wore the pump in a protective skin, under garment against the body and wipes the pump with a washcloth. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was fully intact without peeling or visible damage. The contrast keypad button responded appropriately when pressed. The up arrow, down arrow and ok keypad buttons had intermittent response when pressed. All keypad buttons had normal spring back or click. The keypad was removed for investigation revealing contamination under all contact buttons.